Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving 3779.5mcg/ml bacl ofen at a dose of 755.6mcg/day, and 1620mg/ml dilaudid at a dose of 323.9mg/day via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging appointment. It was reported the patient had started experiencing withdrawal symptoms and had to be taken to the emergency room. When the logs were checked they showed that there was an active motor stall that had occurred. It was reported that the motor stall was active and had not recovered. No electromagnetic sources were present. It was stated the motor stall occurred on (B)(6) 2017 at 22:43. No interventions or actions had been planned. No further complications were anticipated.

Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the pump motor with gear train anomalies of corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. It was reported the patient's daughter phoned the office and reported the patient was very ill and his pump was alarming. She took him to an outside emergency department and phoned the pain clinic for instructions regarding his condition and pump alarming since his alarm date was not until (B)(6) 2017. The clinic staff advised her to have him transported to the vanderbilt emergency department where he was found to be in baclofen withdrawal due to the alarming pump. The patient was admitted to the hospital on (B)(6) 2017 and the pump was replaced on (B)(6) 2017. The event resulted in medical or surgical intervention to prevent a life-threatening illness or injury or permanent impairment to a body structure or a body function. Diagnostics on (B)(6) 2017 gave results of the tip of 'pump' projected over l1 and was without kink or discontinuity. The explanted device was disposed of according to biohazard instructions. The outcome of the event was noted as ongoing. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 22-jun-2017 indicated the patient reported that their pump 'went out' on (B)(6) 2017 and they couldn't walk because the pump stopped. It was noted the pump "took a crash and it wasn't pumping." Patient stated they went back home but apparently was told by someone that they should have been sent to the hospital right away. Additional information was received on 29-jun-2017 indicating the outcome was updated to 'resolved without sequelae' as of (B)(4) 2017.